Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer is calling requesting a follow up on a previous case they submitted. I could not locate the case. So customer that while performing preventative maintenance on the 8100, when performing the ail test, the customer did not load a set as prompted by the software. However, the customer reported the test passed with no set loaded. The customer is not confident in our software if it is passing with no set loaded. The customer reported they have halted testing and refuse to test any other units until receiving a response. Customer request immediate follow up. Please follow up. (B)(6).